Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize te connection) was confirmed. Upon investigation, the monitor was unable to recognize a connection to the therapy electrodes. The monitor's electrode belt receptacle contact was broken, resulting in the loss of a -5v supply. The root cause for the broken receptacle contact was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize a connection to the therapy electrodes.